Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative, indicating that, to their knowledge, the patient has not yet been interrogated to check impedances and has been advised to make an appointment with the neurology team; the planned intervention is to attempt reprogramming around the impedances first, and this information has been confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated that when attempting to connect and check the battery level before charging, they repeatedly saw "error 2703: neurostimulator is providing less than the requested therapy. Contact clinician. "Patient services reviewed the meaning of the out-of-regulation (oor) message and was able to clear it by tapping continue. The patient was referred to their healthcare provider for further evaluation and treatment. Additional information was received from the manufacturer representative (rep) reconfirming patient was observing service codes 2703 and 2098 on their handset yesterday. Patient said that they fell about a month ago on the left side, where the implantable neurostimulator (ins) is. The representative also stated that the patient falls frequently. Additional information included patient had an MRI a month ago. The representative plans to meet with the patient and interrogate the system to rule out possible impedances. Additional information was provided by the manufacturer representative regarding the reported issue and messages. The cause of the issue was determined to be a confirmed fall. Diagnostics and troubleshooting included having the patient attempt to enter MRI mode, which was unsuccessful, and attempting to raise stimulation, which also failed. The issue has not yet been resolved.